Event description:
Dexcom g6 sensor applicator does not release. Leaving the needle stuck in the skin of my daughter. This has happened on 5 of the dexcom 8 sensors we have used. It is a known problem by the company, and it happens to all dexcom users. FDA safety report ID# (B)(4).